Event description:
The patient had two leads (from the same lot) for off-label use. It was reported the patient ((B)(6)) experienced uncomfortable stimulation. X-rays revealed the patient's right lead had migrated. In turn, the patient underwent surgical intervention. During the procedure, the doctor decided to explant and replace the patient's right lead. Surgical intervention resolved the patient's issue. The procedure was extended by five hours.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.